Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implants were removed due to infection, please see reference and lot numbers of implants below,

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information indicates the primary operation was in 2016 and revision was on (B)(6) 2018. It is not reasonable to conclude that the device contributed to the patient's infection, 3+ after implantation.

Manufacturer narrative:
Pc(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.